Manufacturer narrative:
An event regarding damage involving an exeter device was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device was not returned. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the event could not be confirmed as insufficient information was received. Additional information such as return of device or surgical reports are required to investigation further. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
The customer reported that the spigot of the exeter hip would not fit onto the exeter introducer. The surgeon removed the plastic part and proceeded to introduce the exeter stem by hand. There was no delay to surgery but it did mean that the standard instrumentation could not be used.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The customer reported that the spigot of the exeter hip would not fit onto the exeter introducer. The surgeon removed the plastic part and proceeded to introduce the exeter stem by hand. There was no delay to surgery but it did mean that the standard instrumentation could not be used.